Event description:
Information was received that during use of this smiths medical cadd solis vip pump, the pump exhibited "cassette not attached" error message. Subsequently, the pump was switch to a different pump. No patient injury reported.

Manufacturer narrative:
H10 device evaluation results: one cadd solis vip pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following: (B)(6) 2020 3:48:27 pm high alarm displayed: cassette not attached properly although the customer reported product problem was observed in the ehl, it was not reproduced during testing. During testing the pump passed all the functional tests. No damage or fluid ingression was found. No functional fault was found with the device. The root cause of the user experience was unknown.